Manufacturer narrative:
(B) (4). X-ray films showed mild degenerative disc disease throughout. Spacers were not completely parallel. No fusion was noted. The implant appears intact.

Event description:
It was reported that the patient underwent spinal surgery at l3/l4 and l5/s1 with instrumentation. The patient continued to have pain. X-rays were taken. The patient was scheduled for revision surgery with reinstrumentation. The patient underwent revision surgery one month later.